Event description:
A caller reported that damage to the pump housing and usb port/pins affected their ability to charge the pump, although the pump had not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) resolved the issue by sending a replacement pump, confirming the shipping address, and advising the caller on steps to take upon receiving the new pump. The caller was instructed to allow the old pump's battery to deplete fully before returning it with a pre-paid label within 10 days, and they acknowledged and understood the instructions.